Event description:
During a persistent atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, at the beginning of the case when it was inserted the first catheter, it was noted that the hemostasis valve was leaking. The sheath was replaced, and procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a persistent atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, at the beginning of the case when it was inserted the first catheter, it was noted that the hemostasis valve was leaking. The sheath was replaced, and procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the external valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.